Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. It was also reported that the patient experienced a fall.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-07506. It was reported the patient is not receiving effective therapy due to high impedances present on both implanted leads. As a result, surgical intervention may be undertaken at a later date to address the issue.